Manufacturer narrative:
Eval summary: devices were not returned for eval and x-rays were not provided. From the info provided, it is not possible to assign a probable cause to this incident. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.

Event description:
It is reported that the pt was revised for patellar implant loosening. Patella and articular surface were reviewed. The patella was manufactured by another company.